Event description:
Caregiver advised dealer that while end user was taking a bath the shower chair allegedly split down the middle of the seat. The user fell into the tub allegedly spraining her ankle.

Event description:
Caregiver advised dealer that while end user was taking a bath the shower chair allegedly split down the middle of the seat. The user fell into the tub allegedly spraining her ankle.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00223 with invacare as the manufacturer. This is a distributed product whose manufacturer is unknown. A letter will be sent to all. The consumer is a (B)(6) female, (B)(6). The consumer was using the unit and it allegedly cracked down the middle of the chair causing the consumer to allegedly fall to the floor. The consumer was taken to the emergency room and sustained a sprained ankle. The consumer is within weight limitations of the shower chair. The dealer provided the consumer with a replacement shower chair. (B)(4) has been initiated for the return of the product for an inspection and evaluation.

Manufacturer narrative:
The consumer is a (B)(6). The consumer was using the unit and it allegedly cracked down the middle of the chair causing the consumer to allegedly fall to the floor. The consumer was taken to the emergency room and sustained a sprained ankle. The consumer is within weight limitations of the shower chair. The dealer provided the consumer with a replacement shower chair. RMA 859580626-l has been initiated for the return of the product for an inspection and evaluation.